Event description:
Pt was revised to address poor implant position by primary surgeon. Poly wear was also noted.

Manufacturer narrative:
Eval was not possible, as the product was not returned. A search of the complaint database did not reveal any other reports against the mfg lot. The investigation could not verify or draw any conclusions about the root cause of the reported event; however, provided info indicated device positioning was a contributing factor. No evidence was found suggesting product error was a contributing factor and the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the products and/or additional info be received, the investigation will be re-opened.